Event description:
It was reported that an advanix biliary stent was implanted in the patient on an unknown date. During two routine follow ups in the clinic after plastic stent placement, it was reported that the patient came in with pain in the middle of the night and showed that the stent had migrated into the sigmoid colon and had a perforation. The stent was removed via surgery. No new stent was implanted in place of the migrated stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "expected to fully recover".

Manufacturer narrative:
Date of event was approximated to (B)(6) 2021 based on the date the manufacturer became aware of the event. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported that an advanix biliary stent was implanted in the patient on an unknown date. During two routine follow ups in the clinic after plastic stent placement, it was reported that the patient came in with pain in the middle of the night and showed that the stent had migrated into the sigmoid colon and had a perforation. The stent was removed via surgery. No new stent was implanted in place of the migrated stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "expected to fully recover".

Manufacturer narrative:
Block b3: date of event was approximated to (B)(6) 2021 based on the date the manufacturer became aware of the event. Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: medical device problem code a010402 captures the reportable event of stent migration. Patient code e2114 captures the reportable event of perforation. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Block h11; h6: correction to impact code: added surgical intervention.